Manufacturer narrative:
The alarm type was not provided by the customer. The customer reported that the failure could not be duplicated. The device passed the extended self-test (est) and the short self-test (sst). Covidien was not authorized to service device. (B)(4).

Event description:
A report was received from the united states stating that an 840 ventilator was alarming while being used on a pt. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported event.